Manufacturer narrative:
The insulin pump was received with missing segment, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose level at the time of the incident was not provided. The issue was not resolved through troubleshooting. The customer stated that the insulin pump had been bumped. There were black bars across the display. The display was also faded in some portions of it. The screen had a crack as well. The insulin pump was returned for analysis.